Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: during preparation, a nurse opened the package and found the distal end of the outer sleeve was broken. Used another. No patient involved.

Manufacturer narrative:
(B)(4).